Event description:
During surgery, when the rod and pin coupling in sterile ankle kit was used, the screw of the rod and pin coupling was tight and did not function. Although the surgeon tried to loosen the screw of the rod and pin coupling, the screw, did not loosen. Therefore, the surgeon changed the rod and pin coupling to the rod and pin coupling owned in the hospital. The surgery was completed and the surgeon requested the investigation of the rod and pin coupling.

Manufacturer narrative:
Once the investigation has been completed, any add'l info will be reported in a supplemental report.